Event description:
It was reported that the battery of a t: slim x2 pump would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by using different wall adapters and charging cables, but these efforts were unsuccessful. Consequently, tandem technical support decided to replace the pump. Additionally, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and was advised on steps to follow upon receiving the replacement pump.